Event description:
Information was received from a consumer regarding a patient receiving gablofen (1000 mcg/ml at 56.1 mcg/day; lot #2158-103a) via an implanted pump. The indication for pump use was intractable spasticity/other spasticity. The patient's other medications included ditropan, lorazepam, oxybutynin, and oxycodone. The patient's medical history included hereditary spastic paraplegia, mild mental retardation, and anxiety. On (B)(6) 2016 the reporter was questioning whether the pump was malfunctioning. The patient had experienced several falls and was real weak. The patient's symptoms came on suddenly with the event date noted to be (B)(6) 2016. The patient was hospitalized as of the date of this report and the reporter was told by the hospital staff that the pump had been read. The hospital wasn't addressing the pump and seemed to think it was something else. The hospital did an x-ray and found that the patient had pneumonia. Then a cat scan was done and they found the patient was aspirating when he swallowed. The hospital told the reporter that this was due to a possible worsening of the patient's underlying condition and they were looking at inserting a feeding tube. There had been no recent adjustments to the pump and no changes to the patient's condition that the reporter was aware of. Additional information was received from a healthcare professional (hcp) on (B)(6) 2016 and it was reported that they were made aware of the event on (B)(6) 2016. Per the hcp, the patient was initially hospitalized on (B)(6) 2016. They were unsure what led to the patient's symptoms. The pump was interrogated, the logs were read, and the pump was fine. No diagnostics were performed. The patient's symptoms resolved. He was treated for a uti (urinary tract infection).

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.